Event description:
The account alleged that when the bed is put into the brake position the head end brake caster will move a little from side to side. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.